Event description:
Patient with postoperative diagnosis: rectal cancer.procedure: laparoscopic converted to open low anterior resection with laparoscopic splenic flexure takedown and diverting loop ileostomy.the procedure was to inflate the abdomen with carbon dioxide, and a 10mm trocar was placed. A 5mm trocar was placed in the left lower quadrant. A 15mm trocar was placed in the right flank, a 5 mm trocar was placed superior to that. The omentum was lifted off the transverse colon and the lesser sac was entered. The splenic flexure was then taken down and the descending colon and sigmoid colon were freed with the harmonic scalpel. The surgeon identified the left colic branches and divided them with the harmonic scalpel. Then, the surgeon was dissecting around the internal mammary artery (ima) pedicle when the bowel grasper broke and one of the (dictation anomaly) fell off. The surgeon retrieved the pieces of the device and took a number of kidneys, ureters, and bladder (kub) and abdominal x-rays to be sure that nothing was left behind.